Event description:
It was reported that a pump was constantly alarming for system error 105. There was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluations in progress. When the evaluation is complete a supplemental report will be submitted.